Event description:
During preparation, smoke was seen coming out of the console. No pt involved.

Manufacturer narrative:
Device is currently being evaluated. F/u reports will be submitted once investigation is completed.